Event description:
The complainant has reported that a female pt underwent a therapeutic placement of a vaxcel pasv single lumen PICC in 2006. Upon routine removal two months later, the physician noted that the distal end of the catheter appeared to be 'frayed' and that the trim length did not match the length documented in the placement report. A section of the distal end of the catheter (8cm length) was noted to have migrated to the right pulmonary artery distal branch. The catheter segment was removed by a snare device during a pulmonary angiogram. The pt condition is reported as 'ok'.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. At this time, we are unable to determine the relationship between the device and the cause for this event.